Event description:
It was reported that the broncho videoscope had no image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. As a result of inspection, when plugged in there was no image malfunction caused the ultrasound image was not displayed due to corrosion on the ultrasonic connector, were confirmed. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide a correction to a previous report to remove information that was erroneously submitted. H11 should have read: updated: b5, d8, h2, h3, h4, h6, h11. Based on the results of the investigation and historical data, possible causes include the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.